Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door failed after momentary recovery. The customer stated that this malfunction caused a delay in dispensing the medications to the patient there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door failed. A field service engineer inspected the tower, replaced the latches and tested all new latches using the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.